Event description:
It was reported that the implantable pulse generator (ipg) was explanted the day after implant due to the atrial set screw treads becoming stripped. The right ventricular (rv) lead and right atrial (ra) lead were repositioned post-operatively. While engaging atrial set screw, the physician noted the treads had stripped. The implantable pulse generator (ipg) was explanted and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).